Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a subdural evacuating port system (seps). It was reported that the patient s/p (status post) mvc (motor vehicle crash) with sdh (subdural hematoma) and emergent surgical evacuation of sdh with seps placement. Patient agitated during stay r/t (related to) tbi (traumatic brain injury). CT daily for several days s/p admit/surgery. After one of the CT's patient with significant increase in draining at dressing site. Neurology pa (physician assistant) evaluated; tubing came out stitch placed by pa. Subsequent CT found retained piece of tubing in head. Patient stable, required return for bone flap replacement d/w (discussed with) family, plan to remove when bone flap replaced. Date to be determined.